Event description:
The following was reported to hamilton medical ag (translated from german): gave exhalation port and flow sensor errors then shut down. Nurse was at bedside when alarm and shutdown happened and was able to bag patient until vent was replaced so there is no harm to patient.

Manufacturer narrative:
Under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): gave exhalation port and flow sensor errors then shut down. Nurse was at bedside when alarm and shutdown happened and was able to bag patient until vent was replaced so there is no harm to patient.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause based on the available information and data could not be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).